Manufacturer narrative:
. The complaint device was not received for evaluation. Based on the available information, which may include the returned device (if available), photographs, videos, event descriptions, and additional field data, arthrex determined that the most likely cause of the reported failure is a patient-specific event, including allergic-type reactions to the implant components, foreign body reactions, and/or deep or superficial infections. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a procedure due to elbow joint instability. The date of the procedure was not provided. The healthcare professional (hcp) reported that foreign body reactions occurred in the patient associated with the use of biocomposite swivelock suture anchors. The hcp mentioned that the complications were probably not related to the arthrex device. The hcp also reported that the adverse event was treated and appropriately resolved using anti-inflammatory drugs. The date on which the foreign body reactions occurred was not provided.